Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin passed displacement, rewind, basic occlusion, occlusion and no delivery tests. No delivery anomaly noted. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer changed the battery of the insulin pump when it was almost empty. After that the insulin pump keeps alarming failed battery test with all of the batteries. The insulin pump does not deliver any insulin anymore. The customer's blood glucose was 18.7 mmol/l. Nothing further was reported.